Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient lost stimulation sensation around christmas time. Additional information received reported that the patient injured her back a couple days after christmas. The patient turned the implantable neurostimulator (ins) on and increased the amplitude to 6.7 volts without feeling stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3776-75, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Lead: model 3776-75, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4).